Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: known rupture on contralateral side.

Event description:
Patient reported left side "deflation" of a silicone gel device. Patient later informed event occurred on contralateral side and indicated no complaint with left side. Healthcare professional reported left implant was ruptured and "left side lumps." Device has been explanted. "Lumps" deemed unrelated to the breast implant.